Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, while flushing a 29mm x 9mm palmaz genesis on 135cm opta pro stent delivery system (sds), the balloon of the sds had already inflated and the stent was partially expanded. The device was replaced with a non-cordis 10 x 29 stent, and the procedure was completed successfully. There were no reported injuries to the patient. This was during a subclavian artery stenting procedure to treat severe left subclavian artery stenosis. The device was stored and prepared according to the instructions for use (IFU). No manipulation was performed on the stent during preparation. The guidewire lumen was flushed, and water flowed from the distal tip during the process. The balloon inflated prior to connecting the inflation device, which was subsequently left at neutral pressure after connection. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, while flushing a 29mm x 9mm palmaz genesis on 135cm opta pro stent delivery system (sds), the balloon of the sds had already inflated and the stent was partially expanded. The device was replaced with a non-cordis 10 x 29 stent, and the procedure was completed successfully. There were no reported injuries to the patient. This was during a subclavian artery stenting procedure to treat severe left subclavian artery stenosis. The device was stored and prepared according to the instructions for use (IFU). No manipulation was performed on the stent during preparation. The guidewire lumen was flushed, and water flowed from the distal tip during the process. The balloon inflated prior to connecting the inflation device, which was subsequently left at neutral pressure after connection. The device will be returned for evaluation. A non-sterile unit identified as ¿long gen / pro 29 x 90 per 135,¿ including the stent, was received coiled inside a clear plastic bag. The device was removed from its packaging for evaluation. Upon visual inspection, the following conditions were noted: the balloon was not inflated and exhibited visible stent strut marks. The stent was fully deployed but not expanded and showed evidence of kinking. The introducer tube was included with the device and exhibited no signs of damage or irregularities. No other notable abnormalities were observed. A detailed inspection of the balloon and stent was performed using a vision system to obtain magnified images. Stent strut marks were visible on the balloon surface, consistent with proper completion of the stent crimping process. The stent struts showed no damage; however, the stent remained unexpanded and was found to be kinked. The reported ¿stent delivery system (sds) prepping difficulty¿ was not observed as no anomalies were seen on the delivery system. The balloon was received deflated with visible stent strut marks on the balloon. The ¿stent premature deployment¿ was not observed due to the technical definition of stent deployment. The stent was received separated from the delivery system with evidence of kinking; however, not in an expanded state. The exact mechanism leading to premature deployment could not be determined. Visual inspection revealed no evidence of damage to the balloon or stent struts beyond the deformation seen on the stent. The balloon was deflated, and stent strut impressions were observed on its surface, verifying that the stent underwent a proper crimping process during manufacture. Potential contributing factors may include inadvertent mechanical force or internal pressure applied to the stent during preparation or removal from the tray. According to the instructions for use which are not intended to mitigate risk, ¿preparation of stent delivery system: a. Open the outer box and reveal the inner package containing the tray with the stent and delivery system and introducer tube. B. Open the inner package and carefully extract the tray with the stent and delivery system and introducer tube. C. Hold the tray in one hand. With the other hand, gently grasp the hub and carefully remove the stent/delivery system from the tray. Remove the introducer tube from the tray and discard the tray. D. Inspect the crimped stent for adherence to the balloon and centered placement in relation to the balloon marker bands. Do not reposition the stent or hand crimp. E. Attach a stopcock to the catheter¿s inflation port. F. Attach a syringe, open the stopcock and induce negative pressure. G. Hold the syringe and proximal end of the catheter above the distal end of the catheter, and hold the balloon vertically with the balloon tip pointing down. H. Close the stopcock to the inflation port. Remove the syringe. I. To ensure air contained in the balloon and inflation lumen is removed, apply negative pressure twice as instructed in steps f-h. J. Connect an angioplasty inflation system. Open the stopcock and slowly fill the inflation lumen and the balloon with diluted contrast medium.¿ the information available nor product analysis suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.